Event description:
Boston scientific received information that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements of greater than 2000 ohms. Subsequently a revision procedure was performed. During the revision procedure fluoroscopy was performed which visually demonstrated lead integrity. The lead was disconnected from the header and tested via the pacing system analyzer (psa) where it exhibited good r-wave amplitude measurements with an impedance measurement of 1492 ohms. During threshold testing the physician manipulated the right ventricular (rv) lead within the pocket region and the impedance increased to greater than 2000 ohms with loss of capture. The physician believed there to be an issue yolk of the lead, thus it was surgically abandoned. The device was also explanted and the patient was upgraded to a dual chamber device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.